Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the root cause was undetermined. The reported problem was unable to be confirmed or duplicated.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that immediately when the vela ventilator was powered on during set-up a "motor fault" occurred. There was a burnt smell from the motor drive pcb. The customer advised there was no patient involvement associated with this event.